Event description:
As reported by the exactech knee replacement study; approximately five years post initial tka, this (B)(6) female patient experienced osteolysis of bone in medial tibial condyle of right knee. Event is ongoing. Per clinical study case report form indicates this event is possibly related to devices and definitely not related to procedure.

Manufacturer narrative:
Concomitants products: logic femoral ps cem right sz 2 (cat# 02-010-01-0320); lgc tibial fit tray cem sz 2f /2t (cat# 02-012-45-2020); three peg patella 32mm (cat# 200-02-32). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported by the exactech knee replacement study; approximately five years post initial right tka for osteoarthritis, this 78 y/o female patient experienced osteolysis of bone in medial tibial condyle of right knee. Event is ongoing. Per clinical study case report form indicates this event is possibly related to devices and definitely not related to procedure. Action taken: follow up at clinic. Serial numbers are not obtainable for the devices. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the reported event cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.